Event description:
It was reported that after competition of a da vinci si surgical procedure, the customer noted broken wires on the prograsp forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. No other damage found. Additional observation not reported was a derailed and frayed grip cable. The frayed segments were in various lengths and stick out at the wrist. The grips were able to open and close, but their movement and functionality could not be precise due to the cable derailment. The idler pulley exhibited rim damage. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.